Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure prior to docking, the customer noticed that the prograsp forceps instrument had a broken cable. There were no delays as a same backup instrument was available. After inquiries, during the last case it was used, the cable was reported to be loose with no tissue grasped and no injury. The instrument had 5 lives left. The procedure was completed with no reported injury.